Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received, it has been discarded by the facility. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an initial tibial nail procedure on (B)(6) 2016, the flexible reamer shaft broke in half while reaming. The broken portion of the reamer, along with the 9mm reamer head that was attached, was retrieved easily with no further intervention required. Upon retrieval, it was noted that the reamer head had become stuck on the end of the shaft and could not be removed. Another set was readily available and was used to complete the procedure successfully with no further harm to patient. Procedure was delayed approximately 5 minutes due to this issue. This report is for 1 device. This report is 1 of 1 for com-(B)(4).